Event description:
Implant surgeon reported the following event : "the nail was in place and after passage of the tarot of the centrocol screw without difficulty, the penetration of the screw in the cylinder is performed in a nominal way, as well as the passage of the screw thread in the nail hole. This is when I felt a blocking of the body of the screw by a great difficulty for screwing, and I noticed the absence of penetration. Fluoroscopic control confirmed the stop of penetration of the screw in the femoral neck. Several attempts to "force" are useless. I decided to step back and this is when I had all the pains to unscrew. I proceeded to the removal of the nail and its reassembly on the table, and I discovered with "pleasure" that it was not a problem of angulations wrongly chosen, but what seems to me a poor manufacturing of the hole. Another nail was tested with no problem on the table first, and then on the patient. Delay of 20 minutes, but above all, big stress and strong intervention."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
A review of the DHR revealed no discrepancies in material or manufacturing. Dimensional check revealed no deviations in the relevant undamaged areas of both, nail and lag screw. Appearance of damage especially of the thread shows the typical damage being caused by oblique insertion under misalignment of nail and lag. This most likely was caused by (attempted) insertion of the lag screw over a deflected k-wire. The found drill marks at left/lateral additionally confirm deflection of the k-wire. The gamma3 op-tech explicitly gives guidance to avoid deflection of the k-wire and requires pre-drilling of the lateral cortex. The event was not caused by a deficiency of the returned devices but is rather user related (deviation from surgical technique). Investigation revealed no new non-conformance.

Event description:
Implant surgeon reported the following event : "the nail was in place and after passage of the tarot of the centrocol screw without difficulty, the penetration of the screw in the cylinder is performed in a nominal way, as well as the passage of the screw thread in the nail hole. This is when I felt a blocking of the body of the screw by a great difficulty for screwing, and I noticed the absence of penetration. Fluoroscopic control confirmed the stop of penetration of the screw in the femoral neck. Several attempts to "force" are useless. I decided to step back and this is when I had all the pains to unscrew. I proceeded to the removal of the nail and its reassembly on the table, and I discovered with "pleasure" that it was not a problem of angulations wrongly chosen, but what seems to me a poor manufacturing of the hole. Another nail was tested with no problem on the table first, and then on the patient. Delay of 20 minutes, but above all, big stress and strong intervention."